Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was turned on, a fan fault code was reported when the newly installed unit was turned on. A getinge field service engineer (fse) stated that he attended the site and located the unit to be repaired dismantled the unit and refitted new power cord assembled the unit and tested to as/nzs3551 and getinge specifications the unit was retuned back to service fully functional. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) power cord was replaced. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter was shortened due to character limitations. The complete name is (B)(6) hospital.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) power cord was replaced. There was no harm was reported.